Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown product type catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving saline (pfns, pbs) via an im plantable pump for spinal pain indications. It was reported that the patient had a catheter revision and pump replacement done on (B)(6) 2022. The rep stated that at some point the patient felt the pump was not working anymore so they had a dye study. The date of the dye study was unknown. The rep stated that they were not able to aspirate the catheter, so they scheduled the patient for surgery. The rep stated that during the revision on (B)(6) 2022, they aspirated from the back side of the collet, and they were able to aspirate perfectly so they replaced the pump segment of the catheter. The rep also reported that after the pump was placed in 2018, the physician noticed that the patient had a capsule of liquid in the back, but the physician felt that it was not active and that it did not need to be addressed that the time. The rep stated that the physician cut into the bubble and it squirted. The rep stated that the csf (cerebrospinal fluid) was not active, it was old, and the body had made a capsule around the csf. The rep stated that at some point the pump was filled with saline but they do not know when.

Event description:
Additional information received from a company representative (rep) reported that the pump was replaced because it only had 1 year left and they had to open the patient to replace the pump segment of catheter so the physician made the decision to replace the pump as well. The rep reported that they never saw a reason the catheter would not aspirate but after they cut past the collet the catheter started flowing nice and aspirated easily. The replacement of the pump segment of the catheter resolved the issue. Of note, the rep stated that the patient does not have possession of the device since the hospital would not allow the rep to take it.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; sc connector, coring-tears-cuts in seal; no leak seen in lab and no leak allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.